Manufacturer narrative:
Investigation summary a device history record review was completed by our quality engineer team for provided lot number 8334968. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in experienced foreign matter in or on device cannula/needle/catheter which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse used the closed needle tip automatic retraction indwelling needle for the patient to perform puncture, she found flocs in the needle guard cap before opening the package and not using it, which affected the normal use. After replacing the new needle, the patient continued to puncture without affecting the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in experienced foreign matter in or on device cannula/needle/catheter which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse used the closed needle tip automatic retraction indwelling needle for the patient to perform puncture, she found flocs in the needle guard cap before opening the package and not using it, which affected the normal use. After replacing the new needle, the patient continued to puncture without affecting the patient.